Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while using the avea ventilator, the device was alarming "circuit occlusion". The exhalation filter was replaced, but the issue was not resolved. The company dealer assessed the ventilator with a test lung and was unable to duplicate the reported issue. Upon investigation, the customer reported patient involvement but no allegation of patient injury/harm.